Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unspecified date, the patient underwent an endovascular aneurysm repair (evar) limb extension procedure, where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be implanted in the external iliac artery. The stent graft used in the evar procedure is unknown. During the procedure a 17fr endologix introducer sheath and a boston scientific amplatz guidewire were used in order to reach the target treatment area, however, it did meet some resistance while advancing the viabahn device. Once at the target treatment area, deployment was initiated by pulling on the deployment line when the physician stated it "felt funny". Ultimately, the viabahn device's deployment line was not pulled all the way, resulting in the viabahn device to not deploy. The viabahn device was then withdrawn through the sheath. No device expansion was noticed , however, kinking was present at the viabahn device's distal shaft. The procedure was completed using a new device and all went okay.